Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "the second one is concerning, because the patient was able to press buttons and restart his infusion and when he arrived, the tubing was full of air up to the filter closest to him." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Manufacturer narrative:
The product was received on 2/20/2023 and the complaint was reopened on 3/21/2024 for pump evaluation. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 3/21/2024: the pump's event log cannot pulled as the pump was recertified after the incident on 6/28/2023. The recertification process includes functional testing of the pump and a wiping of all prior event history of the pump and erasing the library configuration that was on it. This means the pump no longer has the data from when the event was reported and the pump was then tested with the testing protocol for upstream occlusion alarms. During functional testing the reported issue was not duplicated. The pump successfully alarmed upstream occlusion when the line was clamped, and the pump alarmed upstream occlusion when the medicine bag was empty, which would then prevent air from getting infused and even reaching filter in the IV set. Reported issue not found, device performing to specification.